Manufacturer narrative:
The reported issue of under infusion could not be confirmed; no product or device logs were returned for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of "under infusion" based on the crb review and the limited information provided no further investigation actions will be performed.

Event description:
It was reported from the dallas spu that a primary infusion of rituximab 1000ml was programmed to infuse. At the end of the infusion it was found that rituximab 140ml had not infused. The tubing set drip chamber was full and the tubing set below was intermittently with blood. Pharmacy confirmed that the exact amount dispensed was rituximab 1000ml. The facility investigated the device and replaced the ail sensor. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.patient informations were requested but not provided.

Event description:
It was reported medication still had 140ml of fluid left to be infused at end of infusion. Pharmacy shows (through photos) that exact amount was dispensed (1000ml). No adverse consequences to the patient were reported.

Manufacturer narrative:
Additional information added to: revised b5 to add that facility biomed replaced ail sensor, d4 model and catalog # to 8100 correction: delete suspect instrument d4 serial number, UDI# previously reported. Delete h4 device manufacture date.

Event description:
It was reported from the dallas spu that a primary infusion of rituximab 1000ml was programmed to infuse. At the end of the infusion it was found that rituximab 140ml had not infused. The tubing set drip chamber was full and the tubing set below was intermittently with blood. Pharmacy confirmed that the exact amount dispensed was rituximab 1000ml. The facility investigated the device and replaced the ail sensor. There were no adverse effects caused to the patient from the event.

Event description:
It was reported from the dallas spu that a primary infusion of rituximab 1000ml was programmed to infuse. At the end of the infusion it was found that rituximab 140ml had not infused. Pharmacy confirmed that the exact amount dispensed was rituximab 1000ml. The facility investigated the pcu and found no issues. There were no adverse effects caused to the patient from the event.